Event description:
It was reported that the shock impedance of this implantable cardioverter defibrillator (ICD) system fluctuated between 92 ohms and 140 ohms with one recorded measurement greater than 150 ohms in october 2023. The right ventricular pace impedance was normal and stable. Technical services recommended continuing routine follow-up and consideration of a low energy commanded shock to evaluate system integrity. The ICD and rv lead remain in service. No adverse patient effects were reported.